Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  MFR# 1818910-2019-124789 is being retracted since it was found to be a duplicate of MFR# 1818910- 2016-12915. MFR# 1818910- 2016-12915 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second revision of the left knee on (B)(6) 2016 secondary to pain and suspected loosening. Intraoperatively, it was noted that the tibial was loose at the implant to cement interface. Doi: (B)(6) 2012 (tray, cement); dor: (B)(6) 2014 (tibial insert); dor: (B)(6) 2016 (left knee).